Event description:
The customer contacted baxter's service center regarding a check lines and bags alarm, which occurred on the homechoice (hc) during prime. The caller was connected. The caller revealed they had started over with the same supplies because the extraneal bag never went into the heater bag. The technical service representative (tsr) explained the alarm and told the caller to call the registered nurse (rn) about getting extraneal last fill and being connected during priming. The caller would call back if any problems or questions. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the peritoneal dialysis registered nurse (pd rn) on (B)(6) 2012, the regarding reported problem. The pd rn stated that the patient had contacted the clinic on the first for something. The pd rn refused to provide further information, because it was against their legal department and hipaa regulations. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product issue. Complaint is confirmed because the patient reported during trouble shooting of an alarm situation check lines and bags, patient stayed connected and started over with the same supplies, which is a use error/poor aseptic technique. The label review found the patient at home guide to be adequate for the use error in this incident.